Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a breach in the insulation at 7.7-7.8 cm and 10.6-12.2 cm from the distal tip, breaching the cable lumen. Another internal insulation abrasion was noted breaching the right ventricular cable lumen at 9.5-10.2 cm from the distal tip. All other damage found was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.